Event description:
It was reported that there was a loss of communication with the programmer and analyzer during an in-service demonstration. Technical services (ts) indicated that this can be corrected by removing and re-inserting the analyzer. The issue was corrected, but the battery voltage appeared. The 9 volt battery was replaced, but the communication error message came back. The caller was going to order a new analyzer. The analyzer will be returned. The programmer will also be returned. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID. (B)(4).